Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room for high blood glucose (bg) levels, and ketones. The reporter of this event did not provide any additional information, they stated that they were driving and would call back to troubleshoot. Tandem technical support has made multiple attempts to follow up with both the customer and the reporter, however there has been no response.